Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient stated the last time they sent him back to the healthcare provider to assist with purchasing a second ptm. The patient went to the healthcare provider on monday to refill his pump. Per the patient the healthcare provider said 'that is not true' and told the patient he can go straight to the manufacturer and the manufacturer will be able to supply a ptm for (B)(6). The patient wants to buy another ptm because he needs a bolus every hour or he will become inhuman because of the pain. The patient has a tumor, stage 4 cancer and his sacrum driving his nerves that go down to his leg. The patient stated the pain started at the beginning of the year or something. The only thing that keeps him sane without pain is 'this thing'. If something happens to his current ptm he only has one hour. By the 3rd hour he has to be in ER (emergency room) to be put down or something. The patient stated he cannot live without ptm. The patient stated that the manufacturer makes a great product but it does not make sense saying says why does he have to wait for it to be replaced if something happens to his current ptm and why would he want to be at the hospital because he cannot stand the pain, he would 'shoot himself first'. The patient was redirected to their healthcare provider. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-oct-2017 from the patient who reported that when he missed his pump refill during the hurricane he experienced withdrawal which had occurred gradually. He was in a lot of pain until the pump was filled. The pump was delivering fentanyl (15.01 mcg/ml at 378.65 mcg/day), hydromorphone (0.01501 mg/ml at 0.37865 mg/day), and bupivacaine (0.751 mg/ml at 18.932 mg/day). The patient explained that his tumor was ¿grabbing the nerves and the sciatic nerve¿ and he was in the worst pain he had ever been in prior to the pump implant. He went to the hospital and had injections but no amount of injections helped with the pain control. The tumor was the reason for the pump implant. He did a bolus every hour and it was the only thing that allowed him to live. He stated that if he ever had to go through that pain again to just shoot him because he couldn t do that pain. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for malignant pain. The pump contained fentanyl and bupivacaine, both with unknown concentrations and doses. It was reported the patient had an 8286 error code (empty reservoir) on their personal therapy manager (ptm); the patient missed a refill. The patient stated he was scheduled for a refill the day of the call or the next day, but the patient¿s nurse practitioner rescheduled for (B)(6) 2017. The patient stated he usually had 1-2 weeks left with drug in the reservoir. The patient stated he was getting painful at that time. The patient stated the dose and concentration for medications in the pump were ¿19.87 and 139.36¿. The patient mentioned he usually gave himself a bolus every hour on the hour. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported actions/interventions taken to resolve the empty pump include the pump was refilled.